Manufacturer narrative:
Device passed the displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test and excessive no delivery test. No excessive no delivery alarm noted during the testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they changed the infusion set twice and were receiving no delivery alarms. Customer's blood glucose level was around 600 mg/dl. The customer had been treating with the insulin pump. The device was not returned.